Event description:
It was reported that externalized conductors were observed via video. The lead remains implanted until device change out at eri.

Manufacturer narrative:
No medwatch form was received.